Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low supply voltage was confirmed via log file analysis. The mobile power unit (serial number: (B)(6) ) was returned for analysis; two log files were submitted as well as downloaded from the returned heartmate 3 system controller (serial number: (B)(6) ). A review of the log files showed overlapping events spanning approximately 2 days ((B)(6) 2021, (B)(6) 2021 per timestamp). Events occurring on 1(B)(6) 2021 were recorded during testing at abbott. Intermittent drops in the relative state of charge (rsoc) and bus voltage levels on both power cables were captured throughout the log files when the system controller was connected to the mobile power unit (mpu); however, the voltages did not drop enough to activate an associated alarm. Pump operation was not affected by the low supply voltages. The driveline was disconnected on (B)(6) 2021 at 14:40:12 for a system controller exchange. There were no notable alarms active in the log file. The mpu (serial number: (B)(6) ) was returned for analysis to the service depot and was evaluated and tested on (B)(6) 2021. The mpu was functionally tested and failed due to the rsoc output voltages being measured below specification. The reported event was confirmed, and the unit was forwarded to product performance engineering (ppe) for further evaluation. Upon initial observation, the patient cable was found to be discolored, a separation of the silicon molding from the connectors was observed, and the outer jacket was slightly damaged in one spot on the cable. Upon further investigation, the returned patient cable underwent functional testing and passed. The patient cable was able to support a mock loop and operate as intended. No current leakage was detected during testing. During resistance testing the yellow wire (vcc power) and blue wire (vcc return) were found to have higher than average resistance at 1.9 and 1.5 respectively. These resistance¿s fluctuated upon manipulation of the wire near the connector end of the cable. The red wire¿s (echo) resistance was measured, and an open loop was found indicating that there was a break along the wire. A small segment near the connector of the patient cable was cut open in order to inspect the underlying wires. The protective shielding was found to have been separated and pushed down the cable. In the same spot, the red wire was found to have been severed. No further testing was performed. The root cause of the low supply voltage was due to conductor breakdown in the patient cable of the mpu; however, a root cause for the conductor breakdown was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 18aug2017. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that there was no visible controller cable damage, the mobile power unit (mpu) had a v-lock connector on the ac power cord, the cord did not come loose at the wall/outlet or the back of the unit, and that there was no loss of power during the reported event. The patient was stable with no further alarms and remained using the hospital mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced low voltage hazard alarms on (B)(6) 2021 at 4 pm. The patient stated having 3 bars on her 14v battery and 3 bars on her system controller. The alarms continued even after batteries and clips were changed. The patient felt symptomatic with alarms. Once the patient was connected to the mobile power unit (mpu) the alarms stopped and all bars were on the controller. Upon interrogation multiple power cable disconnects were seen but no visible damage or dust was seen on the batteries or clips. The submitted log files only captured events on (B)(6) 2021 from 6:28:37 to 10:18:09 which revealed unusual voltages less than 13v while connected to the mpu on (B)(6) 2021. The pump motor function was not affected by these events. The voltages recorded while connected to the power module / patient cable were higher than those recorded previously on the mpu. These were 13.5v which indicated that the patient cable may be worn. The patient cable was replaced and the pump voltage on the system monitor was 13.9. On (B)(6) 2021 the patient's controller, batteries, and clips were exchanged and was given a loaner mpu. Frequent power disconnects were noted on interrogation. Upon new log file analysis voltages are normal while on the 14v batteries, mpu, and power module. The power cable disconnects are all routine and occurred when power sources were switched. System controller ((B)(4)) MFR reference #:2916596-2021-06759.